Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# n269828003, implanted: (B)(6) 2010, explanted:(B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2012-10-06, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (30 mg/ml at 5.097 mg/day) via an implanted pump for an unknown indication for use. During a normal pump replacement the hcp attempted to aspirate the catheter and they were able to aspirate and wanted to flush it with normal saline. It was reported that the catheter was leaking when being flushed and the catheter was found to be severed above the anchor site. There were no symptoms experienced by the patient. There were no falls reported, on (B)(6) 2024 the hcp noticed clear fluid in the pocket when flushing the catheter. The hcp found the leak and decided to explant the old catheter and replace it with a new one. The new catheter was connected to the pump and had good flow. The issue was resolved at the time of this report. The patient's status was "alive-no injury". The patient's weight was asked but unknown. The patient's medical history consisted of failed back surgery and a smoker.

Manufacturer narrative:
H3. Analysis of the catheter (serial number (B)(6)) identified a break in the catheter. Visual inspection of the sutureless connector (sc) identified coring/tearing/cuts in the cup of the connector, which met leak criteria. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.